Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing "high" blood glucose (bg) levels on the continuous glucose monitor (specific bg value was not provided). Cause was not known. Customer administered a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer declined to provide additional information regarding the issue.